Event description:
Boston scientific crm received information that this patient implanted with this pacemaker recently passed away. The emergency room physician suspects there was a device anomaly resulting in the patient's death. A request was made to have the memory of the device analyzed.

Manufacturer narrative:
Analysis of the device memory confirmed there were no resets or memory corruption. The last battery charge time reading placed the gas gauge at 50 percent, which is likely due to the device being exposed to a cold climate by location of the patient post-mortem. Analysis concluded the device appeared to be functioning properly.